Event description:
The homecare provider (hcp) reported the following: (1) a nurse released the pressure in the oxygen cylinder after checking the level of oxygen. (2) a loud noise was heard from the unit followed by flames. (3) the nurse received 2nd and 3rd degree burns and was admitted to the hospital. (4) add'l info is not known.